Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case with moisture) issue. Reportedly, the battery compartment was cracked and there was moisture in the pump. The battery cap was also worn. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2016 with the following findings: during investigation, the battery compartment was found to be cracked. There was no moisture observed in the battery compartment or under the display lens. A leak test failed due to a battery compartment leak. The pump was opened and there was no moisture damage found. The battery cap was damaged with damaged threads and would not secure or detach from a test pump.

Manufacturer narrative:
Follow-up #1 date of submission 02/02/2017 - correction to serial #.